Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited varying thresholds and a sensing anomaly. The lead was no longer used; another lead was successfully implanted. The patients condition was unaffected by the event.